Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Other text : device not returned

Event description:
It was reported the pump would overheat while it was outside. Customer's blood glucose 100 mg/dl. Reportedly, customer declined troubleshooting and declined to provide further information regarding the event with tandem technical support